Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 53 mg/dl and 260 mg/dl. Customer was feeling dizzy and confused with slurred speech at the time of the reading of 53 mg/dl. Customer was unable to self-treat, but grandson gave her some sweet tea. She drank "two sips" and then took the reading of 260 mg/dl. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.